Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon pinhole and hematoma occurred. Access was obtained via the left brachial artery. The 5mm in length, 5mm in diameter, concentric and 70% stenosed target lesion was located in the non-calcified and non-tortuous left forearm shunt. The 5.00mm x 2.00cm x 50cm peripheral cutting balloon was advanced to the shunt lesion and inflated to 4atm. It was then noticed that there was a hole in the balloon and a hematoma had occurred in the vessel. The hematoma was stopped using long term pta and external compression. No additional treatment was given and the procedure was considered completed at this time. Additional patient complications were not reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon pinhole and hematoma occurred. Access was obtained via the left brachial artery. The 5mm in length, 5mm in diameter, concentric and 70% stenosed target lesion was located in the non-calcified and non-tortuous left forearm shunt. The 5.00mm x 2.00cm x 50cm peripheral cutting balloon was advanced to the shunt lesion and inflated to 4atm. It was then noticed that there was a hole in the balloon and a hematoma had occurred in the vessel. The hematoma was stopped using long term pta and external compression. No additional treatment was given and the procedure was considered completed at this time. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the returned device was connected to an encore inflation unit. Positive pressure was applied and a balloon leak was noted. A further microscopic examination identified a balloon pinhole in the mid body 1cm from the edge of a blade. A microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).